Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd did receive 8 samples, and 23 photographs from the customer in support of this complaint. Evaluation of the photos and returned samples indicated holes in tubing and leakage. Ten retained samples were visually inspected, and no damaged tubing was found. Additionally, 10 retained samples were functionally tested, and no leakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and leakage. Bd has initiated corrective and preventative action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a hole was seen in the tubing of one device resulting in sample leakage. No adverse impact was reported regarding the patient or user.